Manufacturer narrative:
Complaint conclusion: as reported, the button of a 7f exoseal vascular closure device (vcd) could not be pressed even though the visual indicator turned black-black. Hemostasis was achieved with manual compression. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When button depression was attempted, the button would not depress at all. The indicator window did not show any red color during retraction, and the device was not attempted to be deployed outside of the patient. The device was used after a percutaneous coronary intervention (pci) procedure. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the IFU. Pulsatile flow was observed from the bleed-back indicator, and the procedure used a retrograde approach. There were no visible signs of device or package damage prior to use, and a 6f non-cordis sheath was used. The femoral artery¿s suitability, including insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. The puncture site did not show visible calcium or plaque, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The product was discarded. A review of the manufacturing documentation associated with lot 18469753 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, user related factors (use error) may have been a contributing factor as it was reported that a 6f sheath was used with a 7f exoseal device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the button of a 7f exoseal vascular closure device (vcd) could not be pressed even though the visual indicator turned black-black. Hemostasis was achieved with manual compression. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When button depression was attempted, the button would not depress at all. The indicator window did not show any red color during retraction, and the device was not attempted to be deployed outside of the patient. The device was used after a percutaneous coronary intervention (pci) procedure. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the IFU. Pulsatile flow was observed from the bleed-back indicator, and the procedure used a retrograde approach. There were no visible signs of device or package damage prior to use, and a 6f non-cordis sheath was used. The femoral artery¿s suitability, including insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. The puncture site did not show visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will not be returned for analysis as it was discarded.